Event description:
It was reported by critical care nurses in an online survey that nurse stated that they did not agree that the operator's manual for the following becton dickinson/medivance product(s) provides sufficient information about the product(s) and their medical application(s) because. Difficult to obtain information and had to create an information sheet to cover basis. Not easy to understand when you need a quick refresher in relation to arctic sun 5000. Additionally, they did not agree that the operator's manual for the following becton dickinson/medivance product(s) provides sufficient information about the product(s) and their medical application(s) because very dense and not user friendly when time is needed to go though in relation to arctic sun stat. Additionally, in the online survey in chart 6 a nurse stated that the patient experienced other associated adverse events, localized skin effects (thermal dermatitis, hydrogel related skin irritation, pressure related injuries, etc.) (Pressure injury from long term use of pads and making under the skin moist and leading to a wound). Patient over-heating; electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was insulin dextrose give, crrt started, patient quickly recovered. While using arctic sun console model not specified in patient chart with pads medium (m). The patient did have diabetes, peripheral vascular disease or poor nutritional status. The patient was on steroids or high dose vasopressor therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.